Manufacturer narrative:
Asku

Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2010 for generalized weakness, fatigue, complaints of shortness of breath, and multiple falls. While in the intensive care unit, the patient arrested. The patient had been doing well and then on (B)(6) 2010, the nurse noted the patient's heart rate was dropping on the monitor, went to check on him, he was not responding, and all vitals were "zero." The patient died on (B)(6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed clinic visit on (B)(6) 2010 noted normal device function.

Event description:
It was reported the patient was admitted to the hospital for generalized weakness and multiple falls. While in the intensive care unit, the patient arrested. The patient had been doing well and then on (B)(6)2010, the nurse noted the patient's heart rate was dropping on the monitor, went to check on him, he was not responding, and all vitals were "zero." The patient died on (B)(6)2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.